Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriate electric shocks to the patient due to supraventricular tachycardia. Deterioration of the patient's health was observed which resulted in hospitalization. The patient was discharged. Device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriate electric shocks to the patient due to supraventricular tachycardia. Deterioration of the patient's health was observed which resulted in hospitalization. The patient was discharged. Device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriate electric shocks to the patient due to supraventricular tachycardia. Deterioration of the patient's health was observed which resulted in hospitalization. The patient was discharged. Device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the medication of the patient was adjusted and the tachy therapy of the device was turned off.

Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriate electric shocks to the patient due to supraventricular tachycardia. Deterioration of the patient's health was observed which resulted in hospitalization. The patient was discharged. Device remains in service. No further adverse patient effects were reported.